Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, multiple unexpected resets occurred. Upon startup, the pump date and time settings were noted to be incorrect. The customer's blood glucose level was 300mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.